Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to verify pump error 63, perform displacement test, self test, and current measurements due to display anomaly. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer was able to clear the alarm. The self test did not pass and a pump error reoccurred while performing self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.